Manufacturer narrative:
(B)(4), date sent: 12/21/2023, b3: event year only reported: 2023, d4 batch #: v96588. The following information was requested, but unavailable: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. In addition, the mount was noted to be loose. No functional testing could be done due to the condition of the returned device. The device was not disassembled as requested by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone.

Event description:
It was reported that during an unknown procedure the device does not work. No further information available.